Event description:
Additional information was received. The patient archive was unavailable because the site deleted the patient exams from the system before the manufacturer representative could retrieve them for analysis. Although the patient archive was unavailable, logs were submitted. Additional information was received about the inaccuracy observed (in mm) when verifying registration, which was estimated to be 1 cm.

Manufacturer narrative:
H3, h6: the software investigation found that after reviewing logs for four sessions on the date of issue, the user performed the tumorresectionoptical procedure and registered the patient three times within the acceptable error metric of 5mm. However, the logs did not capture any abnormalities related to the reported issue in registering. The scan did not include the nose, and there was an excessive amount of noise in the scan. It was suggested to scan the patient including the nose for proper trace alignment and to collect points with a lighter touch to prevent capturing points below the skin surface. Archives were not available to check the trace pattern. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. The software version used was 2.1.0. Codes b01, c19, d14 apply. H6: f1906: the surgery being rescheduled. F1909: the surgery being rescheduled. F26: no reported impacts to the patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please see section b5 for the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient was under anesthesia when the issue occurred and there were no reported impacts to the patient other than the surgery being rescheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the case was cancelled after an accurate trace couldn¿t be achieved. The patient was re-scanned and had a successful procedure the following monday.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: implant date n/a; explant date n/a section references the main component of the system. Other medical products in use during the event include: sw kit 9735737 stealth s8 cranial h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a cranial resection procedure. It was reported that the site had difficulties registering the patient. When trace was attempted, the collected points appeared off the surface of the patient's skin. The site was using an MRI flair, and was sub-optimal scan quality. The patient was prone, and the surgeon utilized 2-point touch which produced a passing registration with an error metric of ~3mm but the surgeon reported inaccuracies when verifying registration. It was determined that the scan did not include the nose and there was an excessive amount of noise in the scan which rendered registration not feasible. The site did not have another patient scan.